Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. However, damages to door (or missing magnet) that inactivates the magnetic interlock are not likely to lead to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the magnets on the rotor door of an exactamix compounding device was missing. The missing magnet on the rotor door was discovered during programming/setup in the pharmacy. There was no patient involvement. No additional information is available.